Event description:
It was further reported that the last time the patient was seen by the health care provider was (B)(6) 2013. It was noted that the patient¿s components had never been replaced. It was reported that no reprogramming occurred. It was noted that the patient fell on a coffee table and was shocked by the implantable neurostimulator ¿very strong¿ one time.

Event description:
It was reported, the patient had a shocking or jolting sensation and this started three weeks prior to report. It was stated there was no initial fall or trauma, but the shocking sensation caused the patient to fall. It was noted the physician was searching for a surgeon to replace the implantable neurostimulator (ins). Additional information received reported that on 2013 (B)(6), a lump ¿came up¿ on the lower left back. It was noted that the patient let the health care professional (hcp) know about it and thought it was something to do with the stimulator. It was noted that workers compensation said that the lump was unrelated to the neurostimulator. It was noted that in (B)(6) 2013, the patient saw a surgeon to address leg and lump. It was noted that the left leg had spasms and caused the patient to fall. It was noted that ¿something was tightening up on one of the nerves¿ and they adjusted stimulation and medication to address that. It was noted that the patient said that the symptoms had eased up some but they still had trouble from time to time. It was noted that the surgeon found that the wire went ¿into the plug¿ and was ¿crimped¿ in scar tissue where the original ¿generator¿ had been. It was noted that in (B)(6) 2013, the patient had a shocking sensation. It was noted that when the surgeon found that the wire had ¿crimped¿ and that ¿a piece of the coating was sliding down.¿ it was noted that the surgeon straightened the wire and slide the coating back up. It was noted that in the past 60 days, the patient reported two shocks. It was noted that the patient had been ¿shocked to a point where they¿ve been thrown over a table.¿ it was noted that two weeks ago, the patient had shocking which was ¿nothing major¿ enough to make the patient aware that something was going on. It was noted that currently the patient thought there was a possibility that the ¿coating had slipped¿ causing the shocking.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708320, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708320, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3998 lot# l95425, implanted: 2001 (B)(6); product type lead product ID 3998 lot# l95425, implanted: 2001 (B)(6); product type lead. (B)(4).

Event description:
The patient¿s hcp reported on (B)(6) 2013 some of the patient¿s office visits. Office visit on (B)(6) 2013. The patient presented low back pain to the left side with some numbness. The pain had been radiating for several months. Her continued pain was rated as 8 out of 10 on the pain scale. Myalgia and muscle cramps were noted. Office visit on (B)(6) 2013. The patient presented pain in low back as well as shoulder. The ins was causing her to have pain in both shoulders. The pain was described as throbbing and was worse at night. The muscles in her legs were giving out and she has fallen several times. Medication does give her some relief but the falls were happening more frequently. Myalgia and muscle spasms were noted. Office visit on (B)(6) 2013. The patient has continued low back pain. Some medication adjustments were made. She felt like the wires were poking her but the doctor clarified that they were not. Numbness, paresthesia, headache and muscle spasms were noted. Office visit on (B)(6) 2013. The patient was due to have a battery change in the near future. Her ins has been turned off. The pain in her lower extremity on the left tingled and felt funny (burning pain was denied). The only burning pain was localized to the left dorsal flank area where the ¿plug¿ for the ins was placed. The ins was located on the left anterior chest wall and anchored to the left clavicle. She developed muscle weakness in the left lower extremity in (B)(6) 2013 with left foot drop, causation unknown. Walking and ¿everything¿ were aggravating factors. Hyperalgesia was over the dorsal scar line at approximately the t12 region on the left. Pain was reproduced when the surgery area scar was isolated and palpated reproducing left flank pain symptoms. The patient experienced tenderness when put into different positions. The hcp wanted the patient to be assessed by her neurosurgeon. Office visit on (B)(6) 2013. The patient presented with low back pain and muscle spasms. The back spasms were worsening and the continued pain was at 9 out of 10 on the pain scale. Office visit on (B)(6) 2013. Low back continued to persist for the patient. The ins shocked her with an onset of 3 weeks. She did not get shocked every time the ins was turned on, just occasionally. Numbness and paresthesia was noted. She was referred back to her pain management to be assessed. The patient was shocked one time very strongly and fell on to a coffee table. Nothing has been replaced.

Manufacturer narrative:
(B)(4).